Manufacturer narrative:
The back check valve issue of the IV set was not confirmed by zyno medical's contract supplier.

Event description:
This is a follow-up for the initially filed MDR (3006575795- 2017-00016).

Manufacturer narrative:
The failed IV set has been sent to the contract supplier for evaluation on 12/05/2016. The manufacturer is still waiting for the results. A quality alert has been sent to the contract supplier on 01/10/2017. The manufacturer had a quality meeting with the contract supplier on 01/11/2017 regarding the trending of back check valve issues of the IV sets. Investigation plans have been agreed and are in process. The manufacturer will actively follow up with the investigation. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 01/05/2017.

Event description:
The user reported a back check valve issue of the IV set. The user experienced for the second time a back check valve that was ineffective. In this case the patient was being infused with chemo, from a secondary line. The chemo backed up into the 1000ml primary bag. The patient was not adversely affected. The nurse did need to unnecessarily infuse the entire 1000ml primary bag to assure the patient received the entire dose of prescribed chemo.